Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose was 326 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.